Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas for a pseudocyst drainage during a procedure performed on (B)(6) 2025. During the procedure, the proximal flange failed to deploy. It was indicated that an "additional surgery" occurred as a result of the deployment malfunction. However, is unclear if this implies an additional intervention made, additional steps on the implant procedure, or an extension of the ongoing procedure duration. There were no patient complications reported as a result of this event. Note: further information was not able to be obtained despite multiple good faith effort attempts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.